Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. Due to this, the device inappropriately delivered eight shocks to the patient, the therapy was exhausted. X-rays were performed in order to confirm the right ventricular lead experienced dislodgement. The lead was explanted and replaced. This device remains in service. No further adverse patient effects were reported.